Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment for this event was not reported. Ten days later, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. The nurse declined to provide further information. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot number h12i13059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.